Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the patient was implanted on (B)(6) 2015, and after the surgery, the patient experienced implantation site discomfort in their neck; the wire was in the patient's muscle. It was also noted that the patient did not experience a greater than (B)(6) reduction in symptoms. The implantable neurostimulator (ins) was noted to be involved with the issue, however, the cause was stated to be unknown. It was also noted that the date that the event began occurring was also unknown. The event remains ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that it was unknown when the discomfort began and it was unknown if the implantable neurostimulator or the extensions was causing the issue. The patient's healthcare provider (hcp) had explained to the patient the extensions needed to be implanted in the muscle and the location was intentional. It was unknown if any actions or interventions were taken and the issue was not resolved.

Manufacturer narrative:
(B)(4).